Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found kinks throughout the channel- no debris found inside channel. The customer asnwered the following foreign matter related questions below: the end user cleaned, disinfected, and sterilized the device before sent it to olympus. It is unknown what the foreign matter was. There was no time lag between the end of clinical use and the start of precleaning. The end user flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The end user presoaked the endoscope in the detergent solution 2nd time around to manually clean, and reprocess. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle /channel was flushed with the detergent solution. There were no concerns about reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had issue with reprocessing and there was black foreign material inside the scope that could not be washed off clean. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. There was no report of improper reprocessing of the device by the user facility. A kink of the biopsy channel was detected. Therefore, it is presumed that foreign material was not cleared even by reprocessing properly due to physical damage of the device. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.